Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, deep vein thrombosis (dvt), caval thrombosis, tilting of the filter, embedment and failed filter removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient had a diagnosis of large pulmonary embolism (pe) with bilateral deep vein thrombosis (dvt). The positron emission tomography (pet) scan demonstrated right heart strain due to chronic obstructive pulmonary disease (copd).the filter was indicated for venous thromboembolism without contraindication to anticoagulation but with limited cardiopulmonary reserve. The right internal jugular vein was accessed. Venography of the inferior vena cava (ivc) was performed. The cordis optease ivc filter was inserted under fluoroscopic guidance in the infrarenal ivc. There were no immediate complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six months post implantation. The patient reports tilting of the ivc filter, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, dvt , in addition to two unsuccessful percutaneous retrieval procedures; the first one attempted approximately six months after the filter was implanted, and the second one approximately one year after implantation. The patient further asserts to have suffered pain post implant retrieval attempts and has experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per medical records, history includes large pulmonary embolism (pe) with bilateral deep vein thrombosis (dvt) and copd. Venography of the ivc was performed. The filter was deployed in the infrarenal ivc. There were no immediate complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, deep vein thrombosis (dvt), caval thrombosis, tilting of the filter, embedment and failed filter removal. Per the patient profile form (ppf), the patient reports tilting of the ivc filter, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, dvt, in addition to two unsuccessful percutaneous retrieval procedures; the first one attempted approximately six months after the filter was implanted, and the second one approximately one year after implantation. The patient further reports pain post implant retrieval attempts and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
An amended patient profile form (ppf) was received which states that filter was successfully removed from the patient approximately one year and six months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, g2, g3, g6, h1, h2 and h6. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), caval thrombosis, tilting of the filter, embedment and failed filter removal. The patient reported becoming aware of filter tilt, filter embedded, blood clots, clotting and or occlusion of the inferior vena cava (ivc) and dvt approximately six months post implant. The patient also reported two unsuccessful retrieval attempts one at six months and the second approximately one-year post implant. The patient also reported experiencing pain after the retrieval attempts and anxiety related to the filter. According to the implant record the pre-procedure diagnosis was large pulmonary embolism (pe) with bilateral deep vein thrombosis (dvt). In addition, a positron emission tomography (pet) scan demonstrated right heart strain due to chronic obstructive pulmonary disease (copd). The indication for the filter placement was venous thromboembolism without contraindication to anticoagulation but with limited cardiopulmonary reserve. The filter was placed via the right internal jugular vein and deployed under fluoroscopic guidance in the infrarenal ivc. There were no immediate complications. The patient subsequently reported that the filter was successfully removed approximately one year and six months after post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with practitioner technique, and vessel anatomy, specifically asymmetry and tortuosity. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Post procedural pain is a common side effect of percutaneous procedures. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, deep vein thrombosis (dvt), caval thrombosis, tilting of the filter, embedment and failed filter removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient had a diagnosis of large pulmonary embolism (pe) with bilateral deep vein thrombosis (dvt). The positron emission tomography (pet) scan demonstrated right heart strain due to chronic obstructive pulmonary disease (copd).the filter was indicated for venous thromboembolism without contraindication to anticoagulation but with limited cardiopulmonary reserve. The right internal jugular vein was accessed. Venography of the inferior vena cava (ivc) was performed. The cordis optease ivc filter was inserted under fluoroscopic guidance in the infrarenal ivc. There were no immediate complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six months post implantation. The patient reports tilting of the ivc filter, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, dvt , in addition to two unsuccessful percutaneous retrieval procedures; the first one attempted approximately six months after the filter was implanted, and the second one approximately one year after implantation. The patient further asserts to have suffered pain post implant retrieval attempts and has experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, deep vein thrombosis (dvt), caval thrombosis, tilting of the filter, embedment and failed filter removal. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, deep vein thrombosis (dvt), caval thrombosis, tilting of the filter, embedment and failed filter removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.